Event description:
Olympus medical systems corp. (Omsc) was informed that when the scope was being cleaned manually, it was noticed that there was a black liquid that was discharged from the scope. The users also noticed that the epoxy on the bending rubber was worn but they were not sure if this had anything to do with the black substance. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.